Event description:
Pt in ICU with endotracheal tube to ventilator. Ett tip kept becoming disconnected from the rest of the part of the ett and ventilator. Ett was changed. No disruption in oxygen saturation. No harm to pt.